Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient was found in bed not breathing on (B)(6) 2023 and was noted to have a mean arterial pressure (map) of 50s. Per the patient's wife, there were no left ventricular assist device (lvad) alarms at the time of the event. As of (B)(6) 2023, the patient remained unresponsive and multiple head computed tomography (CT) scans showed extensive infarcts. The patient had been fatigued and tired prior to being found unresponsive but these symptoms were not reported until the patient had been hospitalized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the report of outflow graft thrombus could not be confirmed. The controller event log file contained events spanning from 30mar2023 to 11apr2023. No notable events or alarms were captured, and the pump appeared to have been operating as intended at the fixed speed. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 left ventricular assist system instructions for use, rev. C, contains the following information: section 1 lists thromboembolism, stroke, and death as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists thromboembolism as a late post-implant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Information regarding recommended anticoagulation therapy and international normalized ratio range is also the relevant sections of the device history records for (B)(6)were reviewed and showed no deviation from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was later reported that the patient experienced a ischemic cerebrovascular accident (cva) with multiple territories of cerebral infarction suggestive of an embolic source. A non-occlusive thrombus was identified in the outflow graft resulting in high suspicion for lvad related cva. Patient clinical status and mentation failed to improve, and the patient ultimately expired on (B)(6) 2023 after being transitioned to comfort care.